Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per ccp the sensor was placed on arterial line about 12 inches from outlet of oxygenator before arterial filter. The field service representative (fsr) could not duplicate the false air alarm. He replaced the suspect uas, uas cable and air bubble detector (abd) module with a new uas kit (which includes the uas and cable) and a new abd module. The fsr completed preventive maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor (uas) kept alarming. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6)-2016: the air sensor was placed on the arterial line of the cpb circuit, about one foot distal to the oxygenator outlet and prior to the arterial filter. A centrifugal roller pump head was used as the arterial roller pump in this case. The air sensor was tested during prime and preparation of the cpb circuit. As cpb was being initiated, the uas was enabled and the icon turned green, as expected. In a short time, the icon turned red with an "air detected" alarm and the centrifugal pump went to coast, as configured. The perfusionist (ccp) stated that no air was seen in the circuit. The uas was placed in the off mode and the pump speed and resultant flow rate was returned to previous levels. The pump was at coast speed for less than ten seconds, according to the ccp. The air sensor was removed from the tubing, cleaned and connections were checked. The sensor was placed back on the tubing and again the uas was enabled. As earlier, the icon was green for a few seconds and then turned red with alarm and again the pump went to coast. The ccp turned uas to off and completed the rest of cpb without using the air sensor. The uas was again tested after cpb and the same behavior was observed. Again, after the case, the system-1 was rebooted and the uas appeared to work. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. Per log analysis, on 13-apr-2016, each time air detection is turned on an air detected alarm occurred immediately. There is no way to tell from the log if there was actually air or something else causing the alarm (loose/defective cable, faulty module, faulty sensor...). During the laboratory evaluation, the reported complaint not duplicated. The product surveillance technician (pst) observed customer air bubble detector (abd) module, abd cable, and ultrasonic air sensor (uas) configuration to function properly during evaluation. No alarms were observed. The testing methods include visual inspection, functional testing, cold chamber testing, abd module internal inspection, and extended testing. During all the test methods, the abd module functioned properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.